Event description:
The account reported the bed exit alarm will not set from either side rail. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account stated they found after zeroing the bed it is reading a negative weight. Hill-rom technical support asked the account to re-zero the scale and if the bed exit still does not set they may need to replace the scale power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.